Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sigma hp handle got into one of the holes on the device and penetrated into the internal canal, which blocked the moving part of the handle mechanism. All attempts by doctors to restore the fixation mechanism to complete the surgery were unsuccessful. The patient was not hurt.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. Review of the photographic evidence cannot confirm the jammed/seized or foreign substance/debris/cleaning/sterilization allegations. However, the screw appears to be damaged from attempts to fix the instrument. The screw is not intended to be removed, depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.